Event description:
A report was received that the patient's ipg site was too shallow and was noted to be open and pussy due to infection. Other symptom was discomfort at the site. The physician cleaned out the pocket site and prescribed the patient antibiotics. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. It was unknown if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device related.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg site was too shallow and was noted to be open and pussy due to infection. Other symptom was discomfort at the site. The physician cleaned out the pocket site and prescribed the patient antibiotics. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. It was unknown if the infection was device or procedure related.

Event description:
A report was received that the patient's ipg site was too shallow and was noted to be open and pussy due to infection. Other symptom was discomfort at the site. The physician cleaned out the pocket site and prescribed the patient antibiotics. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. It was unknown if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was procedure related.